Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Anticipated but not begun.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the reason for the shattered screen was unknown. Customer's blood glucose was not impacted due to the reported issue. Customer confirmed that an alternate method of insulin delivery was available.